Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the malfunction. There was no reported adverse impact to the customer's blood glucose level. The customer was able to reset the pump with assistance from technical support, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the caller understood.